Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, "adjust belt" messages) was confirmed. Upon investigation the electrode belt trunk cable was cut, damaging wires in the cable and causing a short. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that a patient was receiving excessive arrhythmia alarms and "adjust belt" messages.